Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ mixed tricuspid regurgitation (tr), thin leaflet and restricted septal leaflet for a triclip procedure. Imaging was sub-optimal due to previous cardiac surgery. During the procedure, 2 triclips were successfully implanted at antero-septal position. Post deployment, second triclip had single leaflet device attachment (slda) from the septal leaflet. An attempt was made to deploy third triclip at posterior-septal commissure. However, difficulty was encountered while grasping and capturing the leaflets due to sub-optimal imaging and presence of the pacemaker lead. The clip was removed from the anatomy and the procedure was terminated. The tr remained unchanged post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.